Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, and the correct software loaded. Standby mode became active. No errors occurred. The power-up sequence was repeated several times. No failures occurred. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; lightcable shake; front panel. All tests were successful. The product was subjected to burn-in testing. The light output flickered intermittently when using the safelight lightcable. Measurements were taken on lumen output and chromaticity. Both measurements were within their respective specifications. The logfile was reviewed for error history. No errors were noted. Further investigation revealed that the root cause of the flickering light output was traced to the esst tab not making proper contact with the safelight lightcable. When the esst tab was replaced and the testing was repeated, no flickering was observed in the light output. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for reoccurrence.

Event description:
It was reported that the unit failed out of the box.